Manufacturer narrative:
H6: code c21 - results pending determination and completion of investigations. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, the patient underwent endovascular repair of a zone 9 infrarenal abdominal aortic aneurysm using a gore® excluder® conformable aaa endoprosthesis (trunk-ipsilateral leg), with deployment of a gore® excluder® aaa endoprosthesis contralateral leg component on the contralateral side. On (B)(6) 2026, reintervention was required due to compression of the left contralateral limb at the level of the flow divider of the previously implanted gore® excluder® conformable aaa endoprosthesis. The compression involved the primary (proximal), gate-seated contralateral leg, with no compression of the trunk component. The compression was attributed to patient-specific anatomy/pathology immediately distal to the flow divider, rather than a device-related mechanical issue such as graft infolding or kinking. Limb compression was initially detected on CT imaging, which demonstrated a slight narrowing of the affected segment. Although clinical symptoms were not reported prior to reintervention, the physician elected to perform angiography to further assess the focal area and determine the appropriate treatment modality. During the reintervention, a gore® viabahn® vbx balloon expandable endoprosthesis was deployed within the proximal portion of the contralateral limb to reline the affected segment. The procedure was completed successfully, and the patient tolerated the intervention well. Code 6000-c: -anatomy for treatment - other/unknown used to capture an anatomy/pathology-related cause of unspecified etiology.

Manufacturer narrative:
Updated g3/g4, h2/h3/h6/h11. H6: code b20 ¿ the device remains implanted and, therefore, was not available for direct analysis by gore. H6: code c19 ¿ a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. As the device was not accessible, the product history review (phr) review was the extend of the investigation. No device problem was found per review of these records.